Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was spinal pain. The healthcare provider reported the patient has had intermittent withdrawal episodes and feels it is because the catheter is not designed to turn 360 degrees on the pump connection. The healthcare provider stated it's his understanding that there's a "bump" designed into the connector to prevent it from turning all the way around and feels this is causing it to leak over time. He also feels this is causing wear at the interface between the pump and connector and this is where it is leaking. No specific dates mentioned but the healthcare provider stated he replaced this patient's pump and catheter recently due to this issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022. The main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.